Event description:
It was reported that during surgery the surgeon was unable to seat the insert in the tibial tray. The insert would not fit into the trial either. The 15 mm insert that was being replaced did fit in the trial and tray. The surgery was delayed for about an hour while the surgeon used his scalpel to "fit" the insert into the liner. There was no negative impact to the pt as a result of the delay in surgery.